Event description:
A customer reported that during surgery, the vitrectomy probe was too tight to pass in and out of the trocar, and pulled out the trocar from the eye. Another trocar was used but was also too tight. Sutures were used to close the wound. The pt is reported as doing "fine."

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lots were reviewed. The associated lots (2) were released based on the manufacturer's acceptance criteria. No processing anomalies detected. The root cause could not be determined. (B)(4).